Event description:
The sales rep received a poly bag from this hospital containing a pair of broken bearings. The label had the pt name; and revision date. Date of original implant; exact catalog number and lot number are unk.